Manufacturer narrative:
The evaluation did not confirm the reported scope communication errors. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during an unknown procedure, device gave scope communication errors (e216 and b30). There was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and the event. Section b65 was updated with additional information about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a diagnostic colonoscopy. Another device was used to complete the procedure. The device was inspected before use.